Event description:
The facility's tech reported an infusion pump with failure code 703 on channel c. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.